Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4) was received from the (B)(4). The MFR is attempting to obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) from the (B)(4) indicating that the pt experienced probable pump thrombosis as the likely source of embolic shower. The pt was monitored via transcranial doppler - aggressive antiplatelet therapy initiated. The pt expired on (B)(6) 2013.